Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an fg nc emerge mr, us 3.50mm x 15mm balloon. The device was visually and microscopically examined. There was contrast in the inflation lumen. The balloon was tightly folded. There was blood in the guidewire lumen. Product analysis could confirm the reported event, there was a hypotube separation 50.8cm from the strain relief. Further analysis identified multiple kinks along the hypotube and shaft of the device. No other device issues noted during analysis.

Event description:
It was reported that shaft break occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon fractured. The broken component was able to be retrieved from the patient's body and the procedure was completed with another balloon. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon fractured. The broken component was able to be retrieved from the patient's body and the procedure was completed with another balloon. There were no patient complications reported.